Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer independently reset the pump to resolve the issue.